Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) explant procedure. Prior examination of the patient's ra lead had revealed failure to capture, and the patient had reported dizziness and fatigue due to this malfunction. The ra lead was explanted and replaced on (B)(6) 2022. After the procedure, the cause of the failure to capture was determined to be dead tissue surrounding the patient's heart. The patient was reported to be recovering with no additional patient symptoms reported.